Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that before a vitrectomy an ophthalmic handpiece had recognition failure before insertion. The surgery was performed and completed after replacing the product with another one. There was no patient harm was reported.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).